Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that during a routine device change out procedure, insulation damage was noted on the right atrial (ra) lead. The insulation was repaired and the lead remains in use.

Event description:
It was reported that when the patient's pectoral muscle was contracted the lead had noise on the electrogram. It was also reported that the lead had inappropriate mode switches due to oversensing. The sensitivity was adjusted and the lead remains in use. There have been no patient complications as a result of this event.